Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file. The submitted log file contained approximately 13 days of data (B)(6) 2024per the timestamp). The log file captured a backup battery fault alarm on (B)(6) 2024 from 00:27:19 to 13:53:03 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage measuring under the acceptable threshold compared to the unloaded voltage. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Provided information stated that the alarm resolved after exchanging the system controller. Multiple attempts were made to obtain additional information, including if any products would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number hsc-123575, was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 13feb2023. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The backup battery was shipped to the customer on 19mar2024. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient visited the office to have their emergency backup battery (ebb) inspected due to a backup battery fault alarm. The patient was hooked up to the heartmate touch which showed the battery did not expire for another 19 months. The back of the system controller was opened, and a self-test was performed, but the alarm did not resolve. The ebb was then reseated, but the alarm still did not resolve. The ebb was exchanged, and the heartmate touch showed that this battery still had 33 months until its expiration, but the alarm did not resolve. At this time, the system controller was exchanged, and the alarms resolved. The patient tolerated the exchange but did feel a slight twinge and felt the pump slow down during the exchange. The pump parameters returned to baseline and the patient felt good when they left. A review of the low files confirmed that when the ebb failed the load test.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.